Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "delayed bleeding following cold snare polypectomy for small colorectal polyps in patients taking antithrombotic agents." The literature reported the result of 100 cases of cold snare polypectomy in patients taking antithrombotic agents between january 2012 and december 2013. The literature indicated that disposable electrosurgical snare (olympus sd-210u-10) might have been used for cold snare. In the subject procedures, 2 cases of delayed bleeding reportedly occurred. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. This is a report on 2 of 2 delayed bleeding.